Event description:
It was reported that prior to use the motor was overheating, making unusual noise with increased vibration which may indicate a mechanical or bearing issue and it was not possible to insert the bur into the attachment, it appears to be obstructed, preventing proper seating of the bur. There was no patient involvement. Additional information received stating that the distal bearing got detached from the attachment.

Manufacturer narrative:
B3: date of event notification: 09.04.2026 g3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation of the device determined that the malfunction of not able to insert bur into the attachment was confirmed. The likely cause of the failure could be detached distal bearing. It was also noted that laser markings were faded and color band was discolored. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.